Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that while connected to their mobile power unit (mpu), the patient was getting connect power alarms from their system controller. The patient noted that the green power symbol on the mpu was on, and that the alarms resolved when they switched to battery power. The mpu was exchanged. There was no adverse patient consequence as a result of the event. The mpu was reported not to have a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or at the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. The customer planned to see the patient on (B)(6) 2025 and return the mpu at that time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power cable disconnect alarm while connected to the mobile power unit (mpu) was confirmed. The returned mpu was evaluated by service depot alongside known working test equipment and a mock circulatory loop for several days without any issues or atypical alarms produced. The reported event was unable to be reproduced throughout testing. Although the reported event was unable to be reproduced, the mpu patient cable was replaced with a new patient cable as a precaution. A full functional checkout was then performed, and the unit passed all steps of testing without any issues. The serviced and tested unit was returned to the customer after passing all tests per procedure. The exchanged mpu patient cable was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the mpu patient cable did not reveal any issues. The electrical integrity of the patient cable was evaluated, and no issues were observed with the underlying wires. Multiple attempts were made to obtain a log file; however, no log files were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient ccable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.